Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer could not clear the alarm. The insulin pump did not respond after the customer changed the insulin pump's battery. The customer's blood glucose level was 7.4 mmol/l. The device was not returned.

Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.